Event description:
It was reported by the customer that a pyxis medstation system had a remote manager failed to open. The customer reported that the malfunction occurred when user tired to remove medication, which results the user was unable to access it. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the remote manager was failed. A field service engineer replaced the remote manager controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.